Event description:
A malfunction alarm, identified as malfunction 16, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it with a pre-paid label within ten days. The customer was guided to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and a replacement pump was arranged under warranty.